Event description:
It was reported that the wake button became detached from the pump and was no longer working. There was no reported impact on the customer¿s blood glucose level. A replacement pump was sent.